Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative reported that the pendant would not start up properly. The representative reported that they reloaded the firmware on the pendant and this resolved the reported issue. The imaging system then passed the system checkout and was found to be fully functional. No parts were replaced, therefore no parts were returned for analysis.

Event description:
A site nurse reported that, while outside of a procedure, the imaging system would not progress past the "system booting please wait" prompt on the pendant. No additional information was provided. There was no patient present when this issue was identified.